Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4)

Event description:
A site reported to rxsight that a light adjustable lens+ (lal+, sn (B)(6), +20.0d) was explanted due to visual disturbance. A new lal was implanted as a replacement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information to the following sections: a2, d9, h3, h6, and h11. The lal was cut into two main pieces during explantation. The device was returned with one of the haptics and part of the lens missing. No device problem was found during visual inspection. No additional evaluation was performed due to the condition of the returned lens pieces. Manufacturer reference #: (B)(4).